Event description:
The customer reported that the device failed all of the op-check tests. There was no reported pt involvement.

Event description:
The customer contacted baxter?s technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 5/9. The caregiver (cg) stated one of the supply bags fell and disconnected. Tsr advised the cg to either start over with new supplies or use manual supplies to complete therapy. The cg stated she would contact the peritoneal dialysis nurse to find out what to do. Product surveillance contacted the peritoneal dialysis (pd) nurse who was already aware of this report. The pd nurse stated the home patient is doing fine and is continuing with therapy as usual. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). The lot number is unknown. Therefore, a batch review could not be completed. Baxter has conducted a trend review from (B)(6) 2009 to (B)(6) 2010 and found that similar reports have been received for system error 2240 alarms. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.